Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having trouble. The patient further explained that all of a sudden it stopped stimulating last night in the middle of the night and requested to have a manufacturer representative (rep) call her. Patient services reviewed that its not a requirement to feel stim for therapy to work. The patient reported that she was not getting any symptom relief at all, which was also sudden. The patient programmer (pp) showed stim on, and the patient confirmed she was at 1.0v. The patient reported that she increased stim to 5.0v and confirmed she was not feeling stim. The patient was advised to monitor symptoms and follow up with the healthcare provider (hcp) to get device checked. No further complications were anticipated/reported.